Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested 07/21/2016. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative received a report from a site that a site's percutaneous reference cross frame was not working properly. The device spring was loose and the surgeon deemed it not satisfactory. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.